Manufacturer narrative:
H.6. Investigation: two photos were provided to our quality team for investigation. The product was visually inspected and the stopper was verified to be incorrectly assembled, partially detached from the plunger rod. A device history review was performed for lot 2005214, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, it was determined this incident occurred as a result of improper alignment of the plunger/stopper to the barrel during assembly. Manufacturing personnel have been notified of this incident to increase awareness.

Event description:
It was reported that an unspecified number of bd plastipak¿ 50ml concentric luer lock syringe experienced stopper separation from plunger during use. The following information was provided by the initial reporter: the rubber part of the syringe detaches.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of bd plastipak¿ 50 ml concentric luer lock syringe experienced stopper separation from plunger during use. The following information was provided by the initial reporter: the rubber part of the syringe detaches.